Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope, had no image. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this report was found to be a duplicate of an event reported in manufacturer report number 9610595-2025-37693 (patient identifier: (B)(6)). Refer to that file for updated device information and supplemental information related to this event.